Event description:
Patient has type 1 diabetes. Was wearing dexcom sensor which was well calibrated and seemingly functioned well. His blood sugar, however, dropped to 39 mg/dl which caused him to have a severe episode of hypoglycemia that required treatment by his wife. This was very upsetting to both patient and his wife. The dexcom did not alarm or show him that his sugar was so low. Started use (B)(6) 2010.